Manufacturer narrative:
Upon review of the electronic patient records, physio-control observed that each power off instance was accompanied by a low battery alert. Physio then contacted the customer for additional information about the event and was advised that one of the device's batteries was changed during the call, which had resolved the reported issue. This information was supported in the electronic patient record which showed that the low battery alerts eventually ceased and the device operated for another 22 minutes and 11 seconds, as well as successfully delivered 2 shocks.    Physio-control further evaluated the customer's device and found that when a low battery was placed in battery well 2 and a fully charged battery in battery well 1, the device would display a low battery indication. The device was then observed to inappropriately switch from the fully charged battery in battery well 1 to the low battery in battery well 2. Physio then replaced the power pcb assembly, contact pcb assembly, battery pins and battery wire harness assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed power pcb assembly and observed that the electrical contacts of pcb-mounted jack connector, designator j11, showed some pitting but functioned normally during testing. Physio further examined the removed battery wire harness assembly and observed that the contact points of cable-mounted plug connector p11, showed some pitting but functioned normally during testing. Physio further examined the removed contact pcb assembly and observed that the blade connectors were worn, but functioned normally during testing. Physio further examined the removed battery pins and visually observed that they were tarnished, but functioned normally during testing. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the event.  Upon review of the electronic patient records, physio was able to verify that the device powered off three times during the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during patient use while attempting to deliver a shock.  The customer further indicated that the device had powered off by itself several times during the event.  No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.